Event description:
It was reported by the patient that during the implant procedure, the physician encountered difficulties while attempting to implant the 'third wire.' Additionally, a second surgery was required the following day due to the same 'third wire.' The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - 2009-(B)(6), 4965 implantable pacing lead - 2009-(B)(6). (B)(4).